Event description:
It was reported that ipg was placed into surgery mode prior to revision procedure. After bovie was used, the ipg became inoperable and unable to communicate with external devices. Programmer displayed error message ¿cannot connect to generator." Multiple attempts at troubleshooting were attempted to no avail. Clinician programmer (cp) logs confirmed the ipg was in service app mode and was not recovered. In turn, the ipg was explanted and replaced.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.